Event description:
On (B)(6) 2011, pt reported he attempted to use the insertion assist plus device the other day and when he tried to pull back the slide, the infusion site was released from the device and shot out. Reviewed with pt how to use insertion assist plus device. Pt stated he had slider pulled down when he first inserted the infusion site. Pt reported it seemed hard to pull back the slider, but when he did, the infusion site shot out. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.